Manufacturer narrative:
The olympus repair inspection identified a no image malfunction due to a damaged/bent connectors (including serial digital interface and digital video interface). The inspection also noted broken bezel and broken rear panel. The investigation by the legal manufacturer determined that there is no design, manufacturing, material or processing related cause for the reported event. The device history records (DHR) was reviewed and it was confirmed that the device met standards at the time of shipment. The subject asset device previously serviced in may 2022, but no repair was performed. Based on the repair inspection, the ¿no image¿ malfunction was due to a damaged connector. However, the cause of the damaged connector could not be conclusively determined.

Event description:
The olympus demo asset high-definition liquid crystal display monitor was returned to the repair center. There was no defect or malfunction associated with the monitor. However, the repair inspection identified a no image malfunction due to a damaged connector. No death, injury or harm has been reported to olympus. This report is being submitted to capture no image malfunction.